Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of peeling of acoustic lens (ultrasound probe surface peeling) was confirmed. It is possible stress, or improper handling may have contributed to the malfunction. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): evis lucera ultrasound gastrovideoscope olympus gf type uct260. Important information - please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not touch the electrical contacts in the ultrasonic cable connector. Contact failure can result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result on the ultrasonic image or endoscopic image. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Device damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasonic probe surface of the gastrovideoscope was peeling. There were no reports of patient involvement.